Event description:
Performance data was retrieved from the device and revealed oversensing was noted on the right ventricular lead. Additional information was received and indicated the patient is deceased and died in a manner unrelated to the lead performance.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicated that a patient alert for lead failure predictor occurred on 2013-(B)(6). There were non-sustained high rate less than or equal to 215 milliseconds (ms) average ventricular cycle on 2013-(B)(6) and ventricular non-sustained tachycardia less than or equal to 215ms on 2013-(B)(6). (B)(4).